Event description:
A hospital in (B)(6) reported a leak from an rt265 infant breathing circuit. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The device is currently en route to fisher & paykel healthcare, (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4) method: the rt265 breathing circuit kit was returned to fisher & paykel healthcare (B)(4) in an unsealed bag. It was visually inspected and pressure tested for leaks. Results: the breathing circuit kit was inspected externally and no issues were noted. The pressure test revealed that the complaint circuit was within specification. A lot check could not be performed as no lot information was provided. Conclusion: the hospital had informed us that they could not identify the source of the leak and had thus assumed that the breathing circuit was leaking. However no fault was found with the returned breathing circuit so we were unable to determine what had caused the leak reported by the hospital. All breathing circuits are visually inspected and pressure tested for leaks during production, and those that fail are rejected. The user instructions supplied with the rt265 infant dual heated evaqua2 breathing circuit state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusion before connecting to a patient. Set appropriate ventilator alarms.

Event description:
A hospital in (B)(6) reported a leak from an rt265 infant breathing circuit. This was found prior to patient use.